Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during the case, ongoing suction alarms were received. The patient was reportedly given volume and the right ventricle was to be accessed for function and positioning. Resolution of the event is unknown. The patient passed away during support later that day. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome.